Event description:
This is a spontaneous case report received on 27-april-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in (B)(6) 2013 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Correction on 02-jun-2016 based on initial information: the correct initial receipt date of the case is 27-may-2016. Follow up 14-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("subsequent miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and hypersensitivity ("allergic and/or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy, pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, tubal rupture, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, pregnancy with contraceptive device, tubal rupture, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter information updated. Events hysterectomy and physical injuries were replaced with events severe pelvic pain, severe cramping, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy and subsequent miscarriage, allergic and/or hypersensitivity reactions, and migration/perforation of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device"), fallopian tube perforation ("migration of the essure device/perforation (fallopian tube(s))/malposition of essure device location of device: sideways through left tube and another one coming out the tube"), gastrointestinal injury ("migration of essure device location of device: bowel"), device breakage ("device breakage"), tubal rupture ("fallopian tube rupture"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("subsequent miscarriage") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included genital bleeding, benign breast lump removal and menorrhagia. Previously administered products included for birth control: mirena; for prevent pregnancy: oral contraceptive nos. Concurrent conditions included morbid obesity, breast disorder, bloating and constipation. Concomitant products included omeprazole (omeprazol). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain / pain / left sided pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic and/or hypersensitivity reactions") and abdominal pain ("abdominal pain/left sided pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy, pelvic surgery), surgery (bilateral salpingooopherectomy), surgery (hysterectomy, pelvic surgery), surgery (hysterectomy, pelvic surgery) and surgery (hysterectomy, pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, gastrointestinal injury, device breakage, tubal rupture, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection, hypersensitivity, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, genital haemorrhage, hypersensitivity, nausea, pelvic pain, pregnancy with contraceptive device, tubal rupture, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. Curent weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. (B)(6) 2013 : essure confirmation test(s) : total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2018: events-"nausea, dysmenorrhea (cramping), perforation (fallopian tube(s)), fatigue,weight gain, abdominal pain", reporter added from pfs. Concomittant and historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.